Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of over 400mg/dl. Customer was assisted with troubleshooting for the high reading. The customer's blood glucose level was 528mg/dl at the time of the call. Customer treated with shots. Customer stated that the drive support cap appeared normal. There were no leaks or air bubbles. There no site or insulin issues found. The insulin pump's programming was accurate. The customer was advised to change infusion set, reservoir and insulin per healthcare professional's instructions. The insulin pump will not be returned for analysis.